Manufacturer narrative:
Device code 2017: failure to follow steps / instructions. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the electronic instructions for use (IFU) for the guide wire hi-torque guide wires ce FDA warning section, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and stent. In this case, the reported IFU violation of jailing of the guide wire which lead to the polymer separation and subsequent patient effects and treatment appear to have been caused or attributed to user error. The investigation determined the reported entrapment of the device, polymer separation, patient effects and treatments appear to be related to user error. In this case, the technique and/or manipulation of the guide wire caused the reported jailing and/or entrapment of the guide wire tip. Further manipulation to free the guide wire ultimately led to the polymer separation which resulting in myocardial infarction, embolism and prolonged hospitalization. The reported patient effects of embolism and myocardial infarction are listed in the electronic IFU guide wire hi-torque guide wires ce/FDA as known patient effects of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Code 4008 and 1528 were removed.

Manufacturer narrative:
Date of event: estimated date of event. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: "jailing polymer jacketed guide-wires during bifurcation coronary interventions is associated with procedural myocardial infarction."

Event description:
It was reported through a research presentation identifying whisper guide wires may be related to the following: embolization, myocardial infarction, foreign body, rehospitalization and malfunctions such as guide wire getting jailed and shearing off of the polymer jacket as it is being removed post stent deployment. This article summarizes clinical outcomes of 293 patients that were treated with whisper guide wires. Specific patient information is documented as unknown. Details are listed in the attached article, titled "jailing polymer jacketed guide-wires during bifurcation coronary interventions is associated with procedural myocardial infarction."